Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k133339. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 was not integrated and when uncovered, it was noted that the implant had fallen into the sinus. The patient was sent to an oms to retrieve the implant and repair the sinus.